Event description:
It was reported that the customer had a serious injury on (B)(6) 2015. Customer was treated by paramedics but not admitted into a facility. Customer was treated with glucose from the paramedics and was given cranberry juice by his wife. The paramedics stayed and treated the customer for about 2 hours. Customer stated that he was removing weeds from his backyard. Customer reported that when he came back inside, his blood glucose level must have dropped after he cleaned up. Customer's blood glucose level was 110 mg/dl. Customer stated that the perceived cause of the low blood glucose level was exercise. Customer is receiving a belt clip replacement due to the belt clip being broken. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.